Event description:
Info received indicates the technician found the left foot siderail came off the bed. The siderail could not be located.

Manufacturer narrative:
The technician replaced the siderail to repair the bed.